Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) preformed ovp (operational verification procedure) and necessary calibrations. The device is safe to use and ready to return to normal service. Initial findings suggest that calculated fio2 is lower than o2 setting at 100%. High leakage in combination with high breathing effort of the patient in non-invasive ventilation with 100% o2 setting has caused a peak o2 flow demand of >100 lpm. The o2 gas path is only able to deliver up to 110 lpm of flow through the o2 gas path as per its design. This has led to the designed / intended system reaction that the vent has added blower air to keep-up the ventilation performance at the expense of a reduced fio2.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite, collected the device logs and sent them to technical support for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bellavista 1000 us while in bipap mode (bilevel positive airway pressure), fio2 (fraction of inspired oxygen) was set to 100% while reading was only 77% and alarming low fio2. Furthermore, there was patient involvement associated with the event with no patient harm.